Manufacturer narrative:
(B)(4). The device was in back up vvi mode upon receipt for analysis. Review of device image revealed that a power-on reset occurred while charging. Testing identified a damaged component on the high voltage output circuitry. The damaged output transistor was believed to be caused by the delivery of therapy into a low impedance load.

Event description:
It was reported that planned device replacement took place and during testing of device there was an unsuccessful shock delivered and an alert for high voltage lead impedance appeared. A second test was performed which destroyed the ICD. There were alerts for over current detection and possible high voltage circuit damage.